Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cancer, bladder cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Additional information was received that the exposure to particulates and vocs could potentially result in mild to moderate respiratory irritation, it would not be to the degree of serious harm/injury. This report is being submitted to correct this information. Currently we are unable to obtain additional information due to lack of customer contact information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cancer, bladder cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Currently we are unable to obtain additional information due to lack of customer contact information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cancer, bladder cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.